Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 18056832/18056832, model/catalog description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patient was no longer getting adequate stimulation. The patient underwent a replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg exhibits normal device characteristics. Therefore, the probable cause selected is no problem detected. Sc-2316-50 (B)(6). The returned percutaneous lead was analyzed and visual and x ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead, two cm from the set screw mark of the clik x anchor. There were no exposed cables at the location. With all the available information, boston scientfic concludes that the lead was exposed to excessive mechanical force or movement, causing the lead body to be kinked and fractured at the clik x anchor site. Hence, the probable cause selected for this failure is cause traced to component failure. Sc-2316-50 (B)(6). The returned percutaneous lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Visual (microscope) and x ray inspection found no anomalies. Therefore, the probable cause selected is no problem detected.

Event description:
It was reported that the patient was no longer getting adequate stimulation. The patient underwent a replacement procedure and was doing well postoperatively.